Event description:
Doctor did a bi-lateral case on a pt and implanted two micro zurich distraction dev. 30mm, end- driven, 1.0mm screws approximately 3 weeks after implantation date, doctor noticed pt was loosing length on the right side. X-rays were taken and they showed that one of the plates had separated from the distractor. Doctor performed unscheduled surgery. And removed distractor and plate, replaced distractor with same stock number distractor.